Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
(B)(4). Device evaluation: the product was discarded by the customer; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2018. It was later explanted on (B)(6) 2019 due to negative dysphotopsia. Patient complained of having dark peripheral arc in his vision at 1-day post-op. A replacement lens is a non-johnson & johnson lens. Customer indicated that the lens has been discarded. Reportedly, patient is doing excellent post exchange. No further information was provided.